Event description:
When the radilogical tech tried to retract the couch top longitudinally to remove the pt from the couch, the tech pinched and broke the little finger of his left hand in a pinch point of the underside of the exact couch. The pinch point seemed to be the gap between the underside of the couch top and the lateral carriage.

Manufacturer narrative:
H6: this incident has been recognized as user error by varian med systems. Labeling placed on the couch, as well as in the user manual, provide instruction and hazard warnings (with respect to hand placement), which help to ensure the safe operation of the equipment.